Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. Prior to passing away, the patient was hospitalized for an unrelated event. It was not reported if the patient remained hospitalized at the time of death. Peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if the patient was connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.